Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -17.50/4.0/094 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. Low vault with lens rotation was observed. On (B)(6) 2023 the lens was implanted; removed and replaced intraoperatively for a longer length lens and the problem was resolved.